Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported the clasps on the garment irritated stitches on his chest from a previous surgery, causing the stitches to bleed. There is no alleged device malfunction. The patient did not seek medical intervention. Medical outcome of the irritation is unknown.